Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. The recipient no longer experiences pain or dizziness. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with pain and dizziness. The magnet was pushed back into place. The recipient was prescribed medication for nausea. The MRI bandaging protocol was not followed.